Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported. The device was returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp reported that the implantable neurostimulator (ins) was removed for unknown reasons and that they did not know the status of the leads. The hcp did not know if the root cause was related to the therapy or device and it was indicated that there were allegations of system or use issues during the revision. It was unknown if the patient recovered completely and it was unknown when any potential issue occurred. No further complications were reported or were expected. Additional information was received from the hcp on (B)(6) 2017. The hcp reported that the ins was removed because it was not working. The patient had persistent symptoms and it was likely that it was in the incorrect position. The leads remained in the body and the plastic sheath, wire, and ins were removed completely. The hcp noted that all the removed parts were sent for gross examination by pathology. No patient symptoms or further complications were reported or were expected.

Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. Information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.